Manufacturer narrative:
(B)(4). Correction: manufacturing site. Evaluation summary: only the stent implant was returned for analysis. The reported device damaged by another device was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. A cine was received and reviewed by an abbott vascular clinical specialist. Cell phone video of the lab monitor was provided and the video quality is very poor. Wires are seen positioned in the lad and a large first diagonal. A short stent or bdc is seen inflated in the lad covering the first diagonal. Post deployment shows the trapped diagonal wire and a greatly expanded lad diameter where stent was positioned. Wires are seen removed. Proximal lad is very small and first diagonal is spasmed. An expanded stent is never seen. From the images provided it cannot be determined what occurred. However, death, myocardial infarction and occlusion are listed in the xience pro x everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report additional information was provided indicating that it was a high grade, subtotal stenosis at the bifurcation of the lad and the 2nd diagonal. After pulling back the xience prox the condition of the patient deteriorated and the patient was resuscitated directly. Vascular occlusion in the middle part of the lad and non st elevation myocardial infarction (nstemi) was detected. The patient was intubated and treated with catecholamines. The patient expired despite treatment with catecholamines and resuscitation for 20 minutes.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The xience prox is currently not commercially available in the us; however, it is similar to a device sold in the us. The balance middleweight guide wire referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the balance middleweight guide wire was jailed in the xience prox stent implanted in the proximal left anterior descending (plad) artery. Upon using force to remove the guide wire, the implanted stent was explanted. After resuscitation, the patient died. No additional information was provided.